Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll united kingdom. The reported problem was not observed during evaluation. The device was subjected to full functional testing and multiple 30j tests with no errors. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.